Event description:
It was reported that after a non-device related procedure wherein an electrocautery was used, the patient was having a communication issue and cannot feel the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.